Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. The customer¿s product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Occupation was lay user/patient.

Event description:
The initial reporter received temperature errors and had an issue with the display of the coaguchek xs meter that could impact the interpretation of results. After replacing the batteries, the customer found there were a few lines on the screen. A display check was performed and the segments were missing from the result field. The customer said she could only see vertical lines in the result field. There was no allegation of an adverse event.